Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon used the er320 instrument to clip on the cystic duct, the clip did not close and the jaw slipped out and fell into the pt's cavity (used a grasper to remove jaw from pt). Lt300 clips were used to complete the case.